Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The peritonitis was manifested by abdominal pain. It was reported the patient was hospitalized (unreported date) for the peritonitis event or another indication (the reporter could not clarify). The patient was treated with fluconazole (dose, route, frequency and duration not reported) for the peritonitis event. The cause of the peritonitis event was unknown. Three days prior to receipt of this report, the patient died while hospitalized. A confirmed cause of death was not reported. It was not reported if the patient had recovered from the peritonitis prior to death. On an unreported date prior to death, dianeal and extraneal therapies were discontinued and the patient was switched to hemodialysis. No additional information was able to be obtained.